Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Upon arrival device pressure was 7.96 mega pascals (mpa). Fse replaced the peek tubing from the l-6 filter to the filter housing, installed new ferrules, and tightened the fittings at the couplings. Pressure now read at 8.01 mpa. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a fault/failure of peek tubing from the l-6 to the filter housing.

Event description:
On (B)(6) 2017, the customer reported high pressure and leaking around the connections from the couplings to the column preheater with their g8 analyzer. Technical support (ts) suggested the customer change the column but she was unable to. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.